Manufacturer narrative:
Returned product evaluation also noted a handle from a perc extension was observed in the distal twist lock tract of the cable.

Manufacturer narrative:
Product ID 3093-28, serial# unknown, implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a lead/extension issue, break. Lead extension snapped, leaving frayed and bare metal wire protruding from patient's back, and plastic end connector from lead extension still inside the twist-lock connector. Patient assured surgeon that the extension simply snapped and cannot offer any suggestion for how this might have been caused. She was questioned about falls or accidents but says she doesn't know why it happened. There were no patient symptoms or complications associated with this event. When the lead extension snapped (thus ending the advanced evaluation being undertaken by the patient), sufficient time had passed to establish that the patient had had a positive result to the therapy. She is to be listed to have the remainder of the lead extension removed and an interstim battery fitted. Patient status was noted as alive - no injury.